Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported that during service by a manufacturer field service representative at the user facility, the device's plug was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The root cause was determined to be due to the wires being pulled loose, causing the plug to melt.

Event description:
It was reported that during service by a manufacturer field service representative at the user facility, the device's plug was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.